Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was dim and discolored. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 15-jan-2018. Device evaluation: the pump has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: during investigation, the pump was powered on and the display was found to be dim with discolored text. Unrelated to the original complaint, investigation revealed moisture in the battery compartment. A leak test failed due to a crack in the battery compartment starting at the threads to the left side of grip pad down to the seal. The battery cap threads were found to be stripped; the cap was unable to fit securely to the returned pump or a test pump. A test cap was able to fit for testing. The pump was opened and no moisture found.